Event description:
Clinical study.same case as #6000089-2005-00849, #6000093-2005-00654. Same pt as 6000089-2005-00848, #6000093-2005-00651, #6000093-2005-652. It was reported that 7 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1(28 mm long) was identified in the prox rca with 80% stenosis and a 2.8 mm refernce vessel diameter. Target lesion 1 was treated with direct placement of two overlapping taxus stents (2.75 x 24 mm and 3.0 x 8 mm). Residual stenosis was 0%. Target lesion 2 (10 mm long) was identified in the mid lad with 95% stenosis and 2.8 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 2.75 x 20 mm taxus stent. Residual stenosis was 0%. Two days later, a hamatology consult was obtained and a diagnosis of "sticky platelet syndrome" was made with recommendation to continue asa therapy. 3 days later, the pt's balloon pump was removed, and they were transferred to telemetry. Two days after the index procedure, the pt complained of chest pain and proceeded to go into a complete cardiopulmonary arrest. Despite life support protocol, the pt expired 7 days after the procedure. Death certificate states severe cardiomyopathy as immediate cause of death. No autopsy was performed. In the opinion of the physician the relationship of the death to the target vessel is "related".